Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient is an adult.

Event description:
It was reported by the nurse that the pump was alarming during a patient infusion of IV medication. In an attempt to flush the line with 10ml of 0.9 normal saline, a pop noise was heard and the contents of the IV bag were dripping on the floor. She then proceeded with a new primary tubing set for priming. During priming, it was observed that a large balloon was forming, and the tubing set was removed. At this time, the nurse gave both sets of tubing to the writer, including all packaging from the second tubing set, and the writer handed them over to the site director. There were no adverse effects caused to the patient from the event. "This file is for tubing ballooned."

Event description:
It was reported from the map unit by the nurse that the pump was alarming during a patient infusion of IV medication. In an attempt to flush the line with 10ml of 0.9 normal saline, a "pop" noise was heard and the contents of the IV bag were dripping on the floor. She then proceeded with a new primary tubing set for priming. During priming, it was observed that a large balloon was forming, and the tubing set was removed. At this time, the nurse gave both sets of tubing to the writer, including all packaging from the second tubing set, and the writer handed them over to the site director. There were no adverse effects caused to the patient from the event. "This file is for tubing ballooned."

Manufacturer narrative:
B5: revised ;additional concomitant 8015 added to d11; removed non-bd extension sent concomitant.

Manufacturer narrative:
The customer¿s report that the tubing ballooned was confirmed by visual inspection. The silicone segment area, directly underneath the upper fitment, was stretched and misshapen and was of a different appearance than the rest of the silicone segment. Further visual inspection under magnification found the walls of the silicone tubing segment to be concentric. Further handling of the silicone segment area noted it felt softer/weaker as compared to the rest of the silicone segment. No other anomalies or evidence of damage were observed upon initial visual inspection. No functional testing was performed due to visual observation. It is likely that the pump alarmed due to the balloon. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported by the nurse that the pump was alarming during a patient infusion of IV medication. In an attempt to flush the line with 10ml of 0.9 normal saline, a pop noise was heard and the contents of the IV bag were dripping on the floor. She then proceeded with a new primary tubing set for priming. During priming, it was observed that a large balloon was forming, and the tubing set was removed. At this time, the nurse gave both sets of tubing to the writer, including all packaging from the second tubing set, and the writer handed them over to the site director. There were no adverse effects caused to the patient from the event. "This file is for tubing ballooned.